Event description:
It was reported the dh010 was used during an unknown procedure. It was reported by the affiliate the device did not work properly. There was no consequence to the pt. 3/17/98-response received from affiliate, after several buzzing noises during surgery the dissector stopped working.